Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the display gasket was obstructing the view of the display, the upper case was dented affecting keyboard fit, the upper and lower cases were broken, both bail covers were missing, the ring cover and lead flex cover were broken, the battery contacts were compressed, both bails were missing, the ring was bent, the battery drawer was broken, the keyboard was scratched and the off buttons were collapsed, the main pcb was corroded and the serial number label was damaged. Further analysis was performed on the main pcb. Visual inspection verified the contamination, no other anomalies observed. Bench analysis found that the supercaps failed in-circuit and the battery removal test failed. The contamination was cleaned and battery removal test failed again. The two capacitors were replaced and then the battery removal test passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure. (B)(4).

Event description:
It was reported that when the battery was removed from the external pulse generator it lost power immediately. The generator was returned for service. There was no patient involvement.